Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 10 minutes: 2.8 mmol/l and 6.4 mmol/l.